Event description:
Patient was having a double lumen port placed. The doctor had difficulty connecting the port to the catheter. The plastic locking hub would not slip over the catheter and lock in place. The doctor stated that the catheter was thinned out at the connection point. This port was taken to the materials manager.